Manufacturer narrative:
(B)(4).

Event description:
It was also reported the right ventricular (rv) lead electrocardiograms (egms) from a non-sustained tachycardia episode appeared to be noise on the egm. There was also low impedance on the atrial lead. The leads was were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression.

Event description:
It was reported that lead integrity alert (lia) was triggered for short interval counts (sic) elevation and non-sustained tachycardia episodes with some oversensing. It was noted the patient has a history of atrial impedance out of range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694758 implantable tachy lead implanted: 2011 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6). (B)(4).